Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who showed symptoms of an allergic reaction while performing hemodialysis. Approximately fifteen minutes following the use of a xenium xpm dialyzer, the patient began to suffer from dyspnea and a drop in saturation values to 80%. The patient eventually lost consciousness. The patient ended dialysis with the same dialyzer and on regular control of hemodynamic tolerance. Two days later, the same dialyzer was used and the patient began having a second episode of reactions. The patient was treated with antihistamine and steroids to treat the reaction. The dialyzer was changed and the patient remained asymptomatic for the remainder of the session. The next four dialysis sessions were performed without incident while using the new dialyzer.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 12l27a with no issues noted during the manufacturing process. There were no deviations from standard procedure. The device was not returned for evaluation. Retained samples were tested with no abnormalities noted. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).